Event description:
In early 2009, the patient reported elevated blood glucose readings up to 420 mg/dl with her normal range being 100-200 mg/dl. She corrected her readings by bolusing via insulin injections and her current reading is 152 mg/dl. She stated she has had walking pneumonia for the past 6 days and has been taking antibiotics. She said her doctor told her that certain medications and illnesses can affect her readings. During troubleshooting, she stated any occlusion alarms on her insulin infusion device have been cleared by changing accessories. Her device batteries have been lasting 1 week. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.